Event description:
Medtronic received information that leadscrew anomaly occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: n/a. Software version: n/a. Color: blue. Battery life remaining: n/a. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark and high resistance while dispensing due to dust/debris under the dose button, on washer and on the dose detent. Unable to perform functional test due to leadscrew anomaly.